Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-28, product type: lead. Product ID: 3889-28, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead.

Event description:
Additional information from the consumer reported that the device was placed by a different physician but she came to them when it stopped working. When the batteries were tested prior to (B)(6) 2015, they found it to not be functioning/ not working. The patient was set up for a procedure to have the batteries replaced. On (B)(6) 2015, the left battery and lead were removed. The right battery was replaced and the old lead was kept. The patient had a history of severe urge and urge incontinence. When the left lead was tested, only the number two lead on the percutaneous lead was functioning. The other three terminals were not giving any response. The same was formed on the contralateral side. The battery was removed and the lead was tested. Three out of the four positions worked on the lead.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator was damaged and clarified that it was out of place so it was not working. The patient stated her battery depleted. The patient's doctor still had the device. She was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.